Manufacturer narrative:
The device was returned to zoll medical for evaluation. The reported malfunction was duplicated and attributed to a faulty capacitor on the main board. The device was rectified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.